Event description:
It was reported that a diagnostic anomaly resulting in an erroneous estimated remaining battery longevity was observed on the device following a magnetic resonance imaging scan. The device was interrogated at a later date and the estimating remaining battery longevity returned to the correct value. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.